Event description:
It was reported that the procedure was to treat an extremely calcified lesion with 100% stenosis in the rca, with heavy tortuosity. After placing the balance guide wire and pre-dilating the lesion, the zeta stent was deployed. An attempt was made to further expand the distal end of the stent, but the zeta balloon would not advance any further distal, so the decision was made to remove the stent delivery system (sds) from the pt. Several attempts were made to remove the sds by advancing and retracting it. As it was being removed, it was observed that the sda shaft had separated inside the guiding catheter. All devices (guiding catheter, guide wire, and sds) were removed together from the pt. It was noted that the distal 30 cm of the guide wire had separated, but it was also removed successfully.